Event description:
It was reported that pump displayed malfunction code and needed reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on how to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and call back if problem happened again.